Event description:
It was reported that patient was in for a titration visit. The patient stated they tolerated final settings and magnet was placed over generator for the patient to leave. The patient then blacked out in hallway and fell. Patient was then escorted to ER by study coordinator and still had the magnet over generator. No additional relevant information has been received to date.

Event description:
Additional information was received that patient was experiencing orthostatic hypotension listed as unlikely related to vns however this can lead to the syncope that was reported. No additional relevant information has been received to date.

Manufacturer narrative:
F10. Component code - inadvertently included g02025 instead of g07001. Health effect - component :g07001.